Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that lvp keypad recall completed. Replaced door assembly with keypad. Return un-repaired: iui corrosion. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the kit door assembly 8100 rohs. A review of the device history record for sn (B)(4) was performed, which showed the device had a manufacture date of 12feb2018 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. Z-2718-2020 for iui corrosion.

Event description:
It was reported that there were issues due to corrosion and lamination issues for the 8100 device. There was no patient involvement.